Manufacturer narrative:
Ge healthcare technical found the "unexpected reset" and "hardware watchdog failure" in the error log. The cpu was replaced to fix the reported issue. No report of patient involvement.

Event description:
The hospital reported the unit made a buzzing sound and the display did not come up when powered on. There was no reported patient involvement.